Manufacturer narrative:
The reported events were lead dislodgement and helix would not retract. Helix would not retract was confirmed. As received, a complete lead was returned in one piece. Visual inspection found the helix fully extended and clogged with blood/tissue. After cleaning, the helix could be retracted and extended. The measured full helix extension length was within specification. The cause of the helix not being able to retract was isolated to the helix being clogged with blood/tissue. No lead malfunction was observed.

Event description:
During follow up, lead dislodgement was observed. During the revision procedure, the lead was unable to be unscrewed from the device. The lead was explanted and replaced to resolve the event and the patient was in stable condition.